Manufacturer narrative:
(B)(4). The armada 35 was not returned for evaluation; therefore, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. However, balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it was reported that the lesion site was heavily calcified which may have contributed to the rupture. Additionally, a second armada 35 was used and also ruptured, further suggesting that the lesion site likely caused the rupture. If the balloon experiences mechanical damage during the procedure, such as interaction with heavy calcification, this may cause the balloon material to weaken and rupture during an attempt to inflate. Review of the lot history record revealed that there was no associated nonconforming material records for this lot that would have contributed to this event. A review of the complaint-handling database revealed no indication of a lot specific or product quality deficiency. All dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.035 terumo j 180 cm; sheath: 6 fr cook flexor; the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The armada 35 indicated is being filed under a separate MFR number. The reported device is not currently cleared/approved in the us, but was determined to be same or similar to a device that has been cleared/approved by the FDA.

Event description:
It was reported that during a procedure of the heavily calcified, right common iliac lesion, the 8 mm x 40 mm armada 35 was advanced ipsilateral from the femoral artery to the lesion where the balloon was inflated for 12 atmosphere (atm). After about 15 seconds the balloon ruptured. It was noted that the plaque under angiogram could be seen compressing one side of the balloon. A second 8 mm x 40 mm armada 35 was advanced and inflated at 14 atm for one minute; the pressure was increased up to 16 atm and the balloon ruptured. There was no reported adverse patient effect. A non-abbott stent was deployed followed by post dilatation with a third 9 mm x 60 mm armada 35. The balloon was successfully used without incident. There was no reported adverse significant delay in the procedure due to the device issue. A procedure cine was received and reviewed by an abbott clinical analyst which concluded, the imaging of the first balloon does suggest that calcium may have had a sharp aspect that may have punctured the balloon.